Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for normal menstruation (lot number and expiration date were unspecified). After an unspecified duration, on (B)(6) 2011, the tampon was stuck in body after the string was pulled out. She was able to remove it by herself after an unspecified time period. After an unspecified duration, the device was discontinued. This report was considered a reportable malfunction case.